Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. .

Event description:
The customer observed falsely decreased sodium (na+) results for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID 636051237 na+ result was 117 mmol/l. The patient was recollected, sample ID 636062960, na+ result was 132 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result on the alinity c, serial number (B)(6), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The customer replaced the ict module, list number 09d28-04, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.